Event description:
A surgeon reported that a system message displayed during a vitrectomy. The surgeon noted when the system message occurred, the infusion pressure spiked and he had to manually reduce the pressure in the eye. The procedure was completed. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
A review of the system's event log revealed that the system message reported occurred on (B)(4) 2012 at 11:18:35 am. The customer was using the footswitch during surgery at the time when the system message occurred. The reported system message was confirmed through the event log. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).